Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable defibrillator declared the battery status elective replacement indicators (eri) one month ago with a monitoring voltage of 2.71 volts and an extended charge time of 24.4 seconds. Additionally, an atrial tachycardia response episode was stored in the device memory. In this episode, the associated right ventricular lead had oversensing when they device was atrial pacing. No oversensing was observed when atrial sensing. Currently this device remains implanted and in service. No adverse patient effects reported.

Event description:
Subsequently this device declared the battery status end of life (eol) and was replaced with a competitor product. No adverse patient effects reported.